Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated there was deep scratches present on the insulin pump's screen. The customer stated the scratches made it hard to read the insulin pump's screen. Customer was unsure how damage occurred. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.